Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that stimulation had not been working as well since he took a fall. The rep reported that impedances were run and there appeared to now be high impedances on electrode 6 and 10. The rep reprogramming the patient avoiding these electrodes. It was unknown if the issue was resolved. No further complications were reported.